Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient was unable to communicate with their ipg using their patient controller. The patient stated they underwent a surgical procedure and did not place the device into surgery mode. A company representative will meet with the patient and attempt to restore functionality to the device. In unsuccessful, the patient may undergo surgical intervention to address the issue.